Manufacturer narrative:
H3: the revision reported was likely the result of a combination of severe osteolysis, movement of the tibial insert in the tibial tray, axial rotation mismatch of the femoral component relative to the tibial components, and patient-related conditions, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene and tibial tray as well as crack initiation, propagation, and ultimate fracture of the tibial tray. The wear/fracturing of the tibial tray likely contributed to the observed osteolysis. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
Section d4: serial number, expiration date section d9: device returned to manufacturer, date device returned to manufacturer section d10: concomitant medical products - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). - trapezoid tibial tray sz 4f/3t (cat# 204-04-43 / serial# (B)(6)) - fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6)). - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). - optetrak asy,ps cemented femoral, sz 4, (cat# 234-02-04 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: left size 4 logic femur (cat# 234-02-04), 4f/3t fin tibial tray (cat# 200-04-43), 35 3-peg patella (cat# 200-02-35), 14x25 extension stem (cat# 02-012-60-1425). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this is a (B)(6) patient at the time that had a left total knee done in 2009. The patient is an asphalt worker and owner. The patient had worn through his 9 mm poly insert. Causing the femoral component to be rubbing on the tibial component wearing down the posterior flange of the tibia. Patient had a significant amount of osteolysis. Patient was revised to exactech cc components. The femur was downsize to size 3 condylar constrained femur with 18x120 stem. The tibia size 3f/2t with a 5mm tibial aug on medical side with 18x80 stem. Then a 38 three peg patella, an ended with a size 3/19mm condylar constrained insert. Patient was last known to be in stable condition following the event. The device will be return.